Event description:
Device malfunction: failure to deploy-thumb advancer/exchange sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hypertension. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during thumb advancer deployment, exchange sheath splitting did not occur as expected, and deployment could not be completed. The safety release slider was activated, retracting the locator wings, releasing the device from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.